Event description:
End user reported red ring around the stoma where eakins cohesive seal adheres to the skin. No itching or burning just red.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user has used the eakins for about a year now. Has had a same result for past year. The end user follows-up monthly with his wound ostomy continence nurse. He reports he had tried stomahesive powder and a protective barrier a month ago. Did not see any changes so did not continue use. Discussed stopping use of the eakins with the end user; but declines as this improves his weartime. He also reported he has noticed the same issue with other manufactures seal. An investigation was performed by third party supplier. All quality records indicate no issues with this lot number. Could not determine product did not meet specification. No further action required. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.